Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: w1tr03 crt-p, implanted: (B)(6) 2019; 5076-45 lead implanted: (B)(6) 2017; 3830-69 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The low-voltage lead was removed due to a heart transplant. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.